Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlarged axillary lymph nodes", "implants damaged (damage clearly visible on the ultrasound)" "feeling pain in her right breast for a long time" and "extremely stressful situation that has arisen for the patient (putting her health at risk).

Event description:
Patient reported "enlarged axillary lymph nodes", "implants damaged (damage clearly visible on the ultrasound)" "feeling pain in her right breast for a long time" and "extremely stressful situation that has arisen for the patient (putting her health at risk)." Right side. Device remains implanted.